Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for procedure on (B)(6) 2019. During procedure, it was revealed that the right ventricular lead exhibited high impedance prior to extending the helix. The same issue was observed when the impedance was measured outside of the patient's body. The physician suspected that the right ventricular lead was fractured. The right ventricular lead was not used and was replaced. There were no consequences to the patient.